Manufacturer narrative:
It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to be reported incident / adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship.

Event description:
Our office in another country received a letter from a consumer regarding her aunt and her experience with oxysept ultracare formula hydrogen peroxide disinfection system. The patient apparently followed her usual cleaning procedure, and inserted her lenses into her eye and suffered excruciating pain and burning. Her eye became bright red, vision blurred, running (tearing) and starting to puff up. She contacted a hospital who advised her to bath her eye with cool boiled water. She visited the hospital the next day. She was examined by a health care professional, who felt there was no permanent damage. He also tested another tablet from the pack and said it had not turned the solution as pink as it should have done, and he suggested "it was peroxide from the tablet which burned her eye". She returned the product to the store where purchased. The patient provided further information: she had used the product for a few months and this was the 3rd tablet used from pack. She noted the condition had not resolved. Immediately after the event the patient became ill with an inflamed throat and bad headaches and pain in her mouth and face. She was started on antibiotics, no improvement was noted. She feels this is related to the peroxide from the tablet which "washed down her throat". Additional information received indicated that the patient's doctor thought her sinuses were blocked, and along with painkillers and antibiotics, she was given nasal sprays to assist. These drugs reacted with warfarin she takes; she lost blood and had severe stomach pains. She was admitted to hospital for over a week.